Event description:
It was reported that this right atrial (ra) lead became dislodged and caused a perforation, so it was subsequently repositioned and remains in service. No additional adverse patient effects were reported.